Manufacturer narrative:
(B)(4). Serial number: not provided.meter manufacture date: not provided.the patient's meter was returned for investigation and passed testing. An additional issue was revealed of the casing paint being damaged, however this is not the reason for the report.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately erratic readings. The (B)(6) was able to classify the complaint based on the information provided to customer service. On (B)(6) 2011 at 8:08 pm the patient obtained the blood glucose readings of 536 mg/dl, 340 mg/dl, 312 mg/dl and 320 mg/dl on the reported meter within 20 minutes of each other. Afterwards, the patient took nine units humalog insulin. On the morning of (B)(6) 2011 the patient suffered the symptom of passing out. Emergency services were contacted. Paramedics arrived and at 5:20 am tested the patient's blood glucose level to be 27 mg/dl. The patient was treated with a glucagon injection. Troubleshooting revealed the patient's testing technique was incorrect, in that he did not wash his hands prior to testing, and used the same lancet more than once, which can contribute to inaccurate readings. The meter was replaced. The patient's testing technique was incorrect by not washing his hands prior to performing the fingerstick and testing his blood glucose level. However, as the patient suffered symptoms suggesting severe hypoglycemia and received emergency medical attention and treatment after taking insulin based on elevated meter readings, this complaint is being reported.